Manufacturer narrative:
Date of event: (B)(6). Date of report: 25aug2019. The manufacturer¿s field service engineer (fse) reviewed the diagnostic mode from the ventilator and found an error 3126 (oxygen accuracy flow failed). The fse replaced the oxygen flow sensor, performed the service and required tests. The ventilator was returned to service. The flow sensor was returned to the manufacturer for failure analysis. During testing, no faults were found. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the oxygen delivery test failed during extended self testing (est). There was no patient involvement.